Event description:
It was reported that during the procedure to treat a heavily calcified, eccentric, 99% stenosed, de novo lesion in the non-tortuous proximal left anterior descending coronary artery, a 1.5x8 mini trek rx balloon dilatation catheter (bdc) was advanced over a balance middleweight universal ii guide wire and to the lesion without resistance. During the 1st inflation to 4 atmospheres, the balloon ruptured after 10 seconds. The bdc was withdrawn from the anatomy without resistance. Dilatation was completed using a 1.25x10 then a 2.0x15 non-abbott bdcs followed by deployment of a 3.5x18 rx xience prime stent, completing the procedure. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balance middleweight universal ii. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.